Event description:
The user reported that a dissection was seen on the x-ray image after inserting the guide catheter into the right coronary artery. The user is new to this catheter and feels that it is more stiff than the catheter they had been using. The physician stated that the osteum was calcified and could have contributed to the dissection. The dissection was treated successfully with a stent and the physician was able to treat the target lesion. No further harm or injury to the patient was reported.

Manufacturer narrative:
No device is expected to be returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.